Event description:
The endoscopy support specialist (ess) reported that during an onsite reprocessing in-service at the customer¿s site, it was noted that the scope was being improperly reprocessed. The ess reported that, during the in-service, the facility stated they do not perform leak testing prior to manual cleaning. The washers perform the leak testing for them. The customer also informed the ess that they have not been using the distal end flushing adapter and do not wipe the scopes off during manual cleaning prior to the brushing steps. There was no associated patient infection reported.

Manufacturer narrative:
The customer was informed of the need to perform leak testing, use the distal end flushing adapter, and wipe the scopes off during manual cleaning. The steps were demonstrated for the customer according to the instructions for use (IFU). The customer did not send the device to olympus for evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported event. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the user¿s understanding differed from olympus recommendation in scope handling and reprocessing steps. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following, which may help to prevent the issue: "workflow for manually cleaning and disinfecting endoscopes and accessories" "distal-end flushing adapter (maj-2319)" "prepare equipment for reprocessing" "clean the endoscope¿s external surfaces" olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.